Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was reported that the display was scratched and there was moisture visible behind the display. It was noted that the display screen was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: a visual inspection of the pump showed that the display lens was scratched. The pump was powered on and the display was found to be discolored. A leak test was performed and a display lens leak was observed with evidence of moisture on the display. Unrelated to the complaint of the display issue, investigation revealed that the top of the returned battery cap was worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.